Event description:
An attempt was made to use a driver coronary stent to treat an occlusion of the medium anterior descending artery. Force was used in an effort to advance the device through the lesion and it was reported that the device kinked. A catheter shaft detachment occurred during the attempt to deliver the device due to the intense tortuosity of the distal aorta. The device was retrieved and a non-medtronic device was used to treat the target lesion. The device had been inspected to use with no abnormalities noted. No clinical sequelae were reported. Evaluation summary: the device was returned for evaluation. The hypotube was detached 20cm distal to the strain relief. The break sites were oval and jagged. There were multiple kinks along the hypotube. The stent was positioned between the marker bands as per specifications and was not damaged. Procedural images provided for review show a total occlusion in the lad. Calcification is evident in the proximal lad. Pre-dilations are performed which allow the contrast to flow to the distal lad. There is an image of a stent in the guide catheter although it is unknown if it is the driver stent. There are no images of the driver stent attempting to cross the lesion.

Manufacturer narrative:
(B)(4). Evaluation results: patient's condition affected effectiveness of device (severe calcification in lad, tortuosity in distal aorta). Failure to follow instructions (force used to advance the device). Evaluation conclusions: device failure/lack of effectiveness related to patient condition. User error contributed to event (force used to advance the device).